Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm reported that the customer's in-house biomed evaluated the unit and could not reproduce the reported issue. The stm stated the unit was put back into clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) emitted several ¿low vacuum¿ alarms. The iabp was swapped out with another unit without issue, and the original iabp was sent to the facility¿s biomedical engineer for evaluation. No patient harm, serious injury or adverse event was reported.